Event description:
It was reported that the post-op check revealed high thresholds, small r waves, and high impedance on the right ventricular (rv) lead. It was determined that the helix was not fully extended. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was received with the helix bent.